Event description:
It was reported the stapler was placed over tissue, during a splenectomy procedure there was noted blood loss. The splenic artery had not been stapled and that this was the cause for the blood loss. A competitors device was used to seal the artery and complete the case.